Manufacturer narrative:
(B)(4). The device history record (DHR) review for zimmer skin graft mesher, (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using livelink to query for serial number (B)(4), the device was noted to have not been previously repaired/evaluated by zimmer biomet surgical. On (B)(6) 2019, it was reported from (B)(6) hospital that the skin guide was bent towards the edge. The customer returned a zimmer skin graft mesher device, (B)(4), for evaluation. No ratchet or cutters were returned for evaluation. Product review of the zimmer skin graft mesher by zimmer biomet surgical on (B)(6) 2019 revealed that the comb was bent. The calibration nor test cut could not be performed due to the bent comb. Repair of the zimmer skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb and calibration of the device. Zimmer skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. (B)(4). While the returned product investigation confirmed that the zimmer skin graft mesher had a bent comb, it cannot be determined from the information provided what caused the comb to become damaged. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the sin guide was bent towards edge. There was no harm in the event. The event occurred during reprocessing in the sterile supply processing. There was no patient involvement. No adverse events were reported as a result of this malfunction.